Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was received for examination. Visual examination of the returned device along with photographic evidence did not identify a device issue. It cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. No defects were observed throughout the part. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> 1) quantity manufactured: 20 parts. 2) date of manufacture: 02/01/2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/31/2021 . 5) IFU reference: (B)(4). Device history review a manufacturing record evaluation was performed for the finished device (121932454/733419) product and lot numbers, and no non-conformances were identified. H11 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Investigation summary: the device associated with this report was received for examination. Visual examination of the returned device along with photographic evidence did not identify a device issue. It cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. No defects were observed throughout the part. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Patient contacted dps customer service. He received hip-tep right side on (B)(6) 2016. Revision of hip head and inlay at unknown date in unknown hospital. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The device associated with this report was received for examination. Visual examination of the returned device along with photographic evidence did not identify a device issue. It cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. It was noted a damage to a portion of the rim which is most likely caused during extraction process. This, does not represent a device failure. A DHR was performed: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/01/2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/31/2021. 5) IFU reference: 90200701. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no reported allegation on 121932454/pinn mar +4 neut 32idx54od. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? N/a. Dimensional inspection: n/a. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/01/2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/31/2021. 5) IFU reference: 90200701. Device history review: a manufacturing record evaluation was performed for the finished device (121932454/733419) product and lot numbers, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient contacted dps customer service. He received hip-tep right side on (B)(6) 2016. Revision of hip head and inlay at unknown date in unknown hospital. Updated event description: the patient was revised due to luxation. Doi: (B)(6) 2016. Dor: unknown. Right hip.